Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 17jun2024, 05jul2024, and 18jul2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding on the top left area. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not responding on the top left area. During troubleshooting, the biomedical engineer reported that the touchscreen was replaced six months ago. The biomed then reported calibrating the touchscreen, but the first "cross" was not responding, and only top left corner was not reacting to the touch. The rse advised customer to complete a touchscreen calibration and check for damage. The customer was also provided with the part number for a replacement touchscreen.